Event description:
It was stated that the insulin pump had a blank display. Troubleshooting was performed. The display returned and the insulin pump gave an error alarm, followed by a blank display. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a shorted and burned electronic assembly.